Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room with a heart rate in the 30-40 beats per minute (bpm) range. The patient had atrial conduction with intermittent ventricular response. An increase in pacing threshold measurements was observed along with intermittent capture. An x-ray was performed with no signs of lead fracture, however it was noted that the lead was pulled tight and had no slack. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.